Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons had been sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The ok keypad button was intermittently responsive during testing and the contrast button was unresponsive. The down and ok keypad buttons responded appropriately. During investigation the keypad cover was removed and there evidence of contamination found under all keypad contacts. The ok button contact was misaligned and inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.